Event description:
Health care professional (hcp)reports 11 blood leaks into dialysate noted at onset of pt treatment. Health care professional reports dialyzers reused between 1-4 times. Health care professional reports no pt injury.